Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump displayed an error message and appeared to hesitate when the flow rate was adjusted. There was no report of patient injury. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s3 roller pump displayed an error message and appeared to hesitate when the flow rate was adjusted. There was no report of patient injury.